Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix partly extended and tissue in it. Removed tissue with alcohol and found helix bent/stretched.58 the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix partly extended and tissue in it. Removed tissue with alcohol and found helix bent/stretched.

Event description:
It was reported that patient present to healthcare facility pre-syncope. It was reported that the right ventricular (rv) lead exhibited high thresholds, unstable thresholds, varying thresholds, and loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.